Event description:
It was reported that the patient's device on his right side was not working, but the left side was. The patient stated that he could not get out of bed that morning, and that it was hard to walk and talk as well. A few minutes later, the patient checked both sides and thought they were "on" again. Later that day, the patient stated that his "deep brain stimulation was not working." The patient was scheduled to see his neurologist on (B)(6) 2012, but the patient did not show for his appointment and the cause of the issue remained unknown. Additional information was requested but not available at the time of the submission. Refer to manufacturing report # 3004209178-2012-11201. A malfunction was alleged on two systems that were in concurrent use.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 748251, serial # (B)(4), implanted: (B)(6) 2006, product type extension; product ID 748251, serial # (B)(4), implanted: (B)(6) 2006, product type extension; product ID 3387s-40, lot # v011021, implanted: (B)(6) 2006, product type lead; product ID 3387s-40, lot # v011021, implanted: (B)(6) 2006, product type lead. (B)(4).